Event description:
Same case as manufacturer's report #6000093-2006-02487. It was reported that during preparation for an angiogram procedure the "exterior packaging tore, when they tried to open and tried to do this without contaminating themselves (sterile room hand off)." The procedure was successfully completed with another of the same device. Current patient status is reported as "the patient is fine."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.